Event description:
A customer reported an issue related to updating time, personal profile, or biq/ciq settings, which resulted in a high blood glucose reading, although no specific value was provided. The customer addressed the high reading by administering a correction bolus via the pump without requiring any third-party assistance.